Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. As no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. As there was no sample or photo available for evaluation, a root cause could not be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd vacutainer® lithium heparinn 75 usp units blood collection tube produced erroneous results and the patient had to be redrawn. Lot #'s 8032745 and 8061717 were reported to have been involved in this event, but it is unknown how many occurrences happened within each lot. The following information was provided by the initial reporter, translated from portuguese to english: there is no proof that the problem is with the tube or some part of the process. However, it was found that the patients who collected in this tube required a new collection. Additional information received from the customer by call: she reported that the tubes: (lot: 8032745 and 8061717), do not present the expected results, and a new collection is necessary.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 8032745. Medical device expiration date: 2019-06-30. Device manufacture date: 2018-02-01. Medical device lot #: 8061717. Medical device expiration date: 2019-07-31. Device manufacture date: 2018-03-02. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd vacutainer® lithium heparin 75 usp units blood collection tube produced erroneous results and the patient had to be redrawn. Lot #'s 8032745 and 8061717 were reported to have been involved in this event, but it is unknown how many occurrences happened within each lot. The following information was provided by the initial reporter, translated from (B)(6) to english: there is no proof that the problem is with the tube or some part of the process. However, it was found that the patients who collected in this tube required a new collection. Additional information received from the customer by call: she reported that the tubes: (lot: 8032745 and 8061717), do not present the expected results, and a new collection is necessary.